Manufacturer narrative:
Fdc updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis confirmed there was foreign material inside the sterile packaging. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that when removing the guidewire from the catheter, the catheter was removed from the guidewire handle and the guidewire without the catheter was removed. When removing the catheter from the guidewire handle, something white dropped at the same time. There were no reported patient symptoms. It was reported that no health damage to the patient was reported. There were no reported or anticipated complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was previously reported that the implant date of the catheter was (B)(6) 2019. Additional information received reported that the catheter was implanted on (B)(6) 2019. Further information of the event was provided and reported that the event occurred when the spinal catheter was inserted into the medullary cavity and the catheter was removed from the groove of the guidewire handle to extract the guidewire in the catheter. There were no reported or anticipated complications.